Event description:
It was reported that a patient underwent a laparoscopic trocar primary hernia repair procedure in 2008. This procedure was performed under general anesthesia. In 2009, the patient completed the twelve month post-operative patient's questionnaire and indicated that the hernia recurred and that he had a re-operation. The patient also noted that he has not seen a doctor for any problems related to the hernia. Additional information requested.

Manufacturer narrative:
Hernia recurrence - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.